Event description:
Suture fraying. Customer states that the suture frayed during an aneurysm repair. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires of incident once medical device family initially reported assuming incident could recur.